Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient had an infection at the right chest ipg pocket. Surgical intervention took place where the ipg and extension were explanted to address the issue. The patient was also provided antibiotics. The manufacture representative will not be provided the results of the infection.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information was received stating new devices have now been implanted indicating the infection has resolved

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.